Manufacturer narrative:
The unit had unresponsive buttons due to corroded keypad traces. There was no unexpected restart alarm noted. The unit had a cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that customer was changing her battery and the insulin pump alarmed unexpected restart and insulin pump buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 305 mg/dl. Customer treated with syringe. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)